Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply was delivering energy properly to the hemopro but was not beeping at all the same unit was used to complete the procedure. The hospital did not report any pt effects. The product is not returned.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. Internal file number - (B)(4).